Manufacturer narrative:
At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried blood/body fluid in the lead lumen. The conductor coils were deformed at 380 and 470 mm. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and electronically, the lead was found to be within specification.

Event description:
Boston scientific received information that this implantable left ventricular (lv) dislodged one day post implant. There was also loss of capture noted at the pre-discharge check. Intrinsic sensing had decreased from 10 mv to 1.3 mv. A revision procedure took place and the lv lead was explanted and successfully replaced.